Event description:
Drive medical duet dual function transport wheelchair walker. Walker acts as wheelchair as needed. We were using the wheelchair feature and my frail (B)(6) mother reached out to retrieve something from a store shelf and the chair tilted forward and dumped my mother on the floor. She has alzheimer's, so she repeated the same action 5 minutes later and the chair dumped her on the ground again. The same thing happened one year ago to my father in a parking lot when he reached out for the car door handle.